Event description:
Philips received a complaint on the patient information center ix indicating that vtac alarms aren't going to central monitor. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and logged in to the system configuration, tools and clinical audit trail. The rse found the vtac alarm and that it was acknowledged. The customer was provided information and will try to reproduce the alarm. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.